Event description:
Unit was sent to corporate biomed location with no problem description. Upon review of event trace, several default alarms found along with several tbn estp alarms (no high pressure alarms associated with tbn entries).